Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: - the ventilator device did not start-up from the first time. The reboot went successful. - this occurrence was noticed in the preparation stage before usage. - the alarms were observable both visually and through hearing. Audible alarm, boot logo was displayed. - the device logs do not cover the events of the reported date of incident. - this malfunction was not reproducible. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d3, d4, g1, g3, g6, h2, h4. Follow-up 2 - additional information: fields b4, g6, h2, h3, h6 and h11 are updated. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. During start up the ventilator alarms without visible alarms or logging tfs in the event log (boot logo, stuck on loading). No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. If a ventilator fails to start up, it prevents the execution of mandatory self-tests and, as a result, will not be cleared for patient use. This means that a startup failure does not pose an immediate risk to a patient, as the device would never be put into operation without passing the required checks. The failure is contained within the pre-use verification process, ensuring that no faulty device is used for patient care. There is no information that reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, based on this information, the event is assessed as no longer reportable, and the event can be closed with this follow up report.

Event description:
The following was reported to hamilton medical ag: the ventilator device did not start-up from the first time. The reboot went successful. This occurrence was noticed in the preparation stage before usage. The alarms were observable both visually and through hearing. Audible alarm, boot logo was displayed. The device logs do not cover the events of the reported date of incident. This malfunction was not reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - the ventilator device did not start-up from the first time. The reboot went successful. - this occurrence was noticed in the preparation stage before usage. - the alarms were observable both visually and through hearing. Audible alarm, boot logo was displayed. - the device logs do not cover the events of the reported date of incident. - this malfunction was not reproducible. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.